Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis of the pump, model# 8637-40, sn (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication. The gear train anomaly/stall was due to the shaft-bearing.

Event description:
Information was received from a consumer via the manufacturer representative regarding the delivery of morphine (10mg/ml, 6.18mg/day) and bupivacaine (20mg/ml, 12.369mg/day) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. A motor stall occurred on (B)(6) 2015 (06:37 hours) with no recovery. A "stopped pump may exceed tube set" message was seen on (B)(6) 2015 (06:37 hours). The cause of the motor stall was unknown. Per family members, the patient was hospitalized around the time of the event. No diagnostics were performed. The manufacturer representative was made aware of the motor stall when presenting to what was thought a "routine end of battery life pump replacement." The event logs were printed and the active alarm was seen. No further interventions were performed besides pump replacement and catheter aspiration. The issue was resolved at the time of the report. A decrease in drug dose was noted on a session report obtained on (B)(6) 2015 with the replacement pump; morphine (10mg/ml, 3.059mg/day) and bupivacaine (20mg/ml, 6.118mg/day).

Event description:
Additional information was received from a company representative. The reporter was unsure why the patient was in the hospital prior to her pump replacement. No further information was provided.